Event description:
A 69-year-old male patient with a history of coronary artery disease received an impella 5.5 device for management of acute myocardial infarction complicated by cardiogenic shock as a bridge to heart transplantation or durable left ventricular assist device therapy. Prior to escalation to the impella 5.5 device, the patient was supported with three inotropic medications and an intra-aortic balloon pump. Following impella placement, the patient demonstrated reduced inotropic requirements and showed signs of hemodynamic improvement. On the fourth day of support, the patient experienced a mild episode of epistaxis (nosebleed), which resolved after adjustment of anticoagulation dosing. After 29 days of impella 5.5 support, the patient was successfully bridged to heart transplantation as originally planned. 29 days on support. Nosebleeds day 4-5.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Corrected information was provided in d3 and e1. Upon review, it was identified that these were inadvertently omitted from the initial report. Corrected information was provided in d4. Upon review, the serial and primary UDI number have been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
Corrected information was provided in d4 (catalog). Upon review, the section d catalog number has now been corrected.